Manufacturer narrative:
Due to character restriction in e1: full event site name: (B)(6). A supplemental report will be submitted on completion of our investigation.

Event description:
It was reported that before use the glass of blood detector hose of cs100 intra aortic balloon pump(iabp) was broken. There was no patient involvement.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) the cs100 intra aortic balloon pump (iabp) had broken blood detector hose.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, d5, e1 (initial reporter, event site email), e2, e3, e4, g2. H6 (health effect ¿ impact codes). A getinge field service engineer (fse) replaced blood detector tube to resolve the issue. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) the cs100 intra aortic balloon pump (iabp) had broken blood detector hose. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b5.